Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 250cc mentor smooth round moderate profile on the left side, and with 275cc mentor smooth round moderate profile on the right side and experienced bilateral breast implant deflation. As a result, the patient underwent bilateral replacement surgery with catalog number smhb400; serial number (B)(6) on the left side and with catalog number smhb400; serial number (B)(6) on the right side on (B)(6) 2025. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On october 31, 2025, device evaluation was completed as follows: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 3, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per information received with the device, following information has been updated on this form: - patient's initials have been updated to " (B)(6) " under field a1. - patient's date of birth has been updated to "3/1/1976". This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).